Manufacturer narrative:
The harmonic ace instrument has not been received for failure analysis evaluation. A review of an image provided by the customer was performed. The image appears to show a broken curved blade from a harmonic ace instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument broke. The broken part was removed and it was noted that no fragments remained in the patient. However, it is unclear if any fragments actually fell inside the patient. The procedure was completed robotically using a backup harmonic ace instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the curved blade broken at the tip/midpoint/base. A piece approximately 0.454" x 0.085" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade did not show damage.

Event description:
Refer to h11 for follow-up information.